Event description:
During the catheter revision on (B)(6) 2014, the pump segment of the catheter was replaced.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a return of symptoms along with increased spasticity in her extremities, tightness, itching, and irritability. The healthcare provider was to prescribe valium for the patient. The pump had a volume discrepancy. A greater than expected reservoir volume was found at routine refill three months prior (approximately 10 ml actual volume versus the expected volume of 4 ml), then again at a refill on (B)(6) 2014 (volumes unknown). The cause of the discrepancy was unknown. A catheter dye study had been performed (date not provided) and was negative. A catheter obstruction of flow was suspected due to the higher than expected reservoir volume, the cause and location were unknown. On (B)(6) 2014 a catheter aspiration was attempted via the catheter access port and it was not possible to obtain any cerebrospinal fluid (csf) pre-operatively or intra-operatively. A revision was performed and the catheter was replaced. No defect was able to be clearly identified, although suture less pump connector was difficult to remove from the catheter port. Prior to removal from pump, sc was able to be rotated freely and remained intact when pulled on. Once removed from pump, the 8596sc was able to be flushed easily from pocket to spine. The catheter was discarded by the customer. The patient status at the time of this report was ¿alive-no injury¿. The pump was delivering compounded baclofen.